Event description:
It was reported that during use in the circumflex artery, the distal part of the balance middleweight guide wire separated. The separated portion remains in the patient anatomy. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.

Event description:
Subsequent to the initial report filing, additional information was received stating that the vessel was heavily calcified. There was no resistance reported during advancement or during retraction of the guide wire. An attempt was made to retrieve the separated portion of the guide wire, but it was unsuccessful. The physician stated there were no adverse patient effects.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The core was separated distal to the proximal solder, confirming the reported separation. Based on visual inspection, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.